Manufacturer narrative:
(B)(4). During follow up it was reported that the cause of the peritonitis event was a break in aseptic technique. The break in aseptic technique was not further described. Ten days after the onset of peritonitis, the patient was treated with vancomycin (intraperitoneally (ip), 2 gm per day) and amikacin (ip, 50 mg per day). After five days treatment with vancomycin and amikacin was discontinued. It was reported that pd catheter was removed and the patient was started on hemodialysis. The patient was discharged from the hospital and was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the event with symptoms consisting of abdominal pain and cloudy effluent. Treatment information was not reported. At the time of this report, the patient remained hospitalized. It was not reported if the patient was recovering from the peritonitis. Peritoneal dialysis therapy was ongoing. Additional information was requested but was not available at this time.